Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced pain in the buttock and lateral aspect of the left hip. As a result, approximately 4 years after initial replacement, the patient was treated with medication. Additionally, the previous radiographs show that the left hip components are in excellent position and condition. Recommended MRI of lower back to determine what may be causing the pain. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
B3: date of event on unknown date in december 2014. D10: 142-36-93 - exactech cocr fem head 36mm -3.5 offset 12/14. 160-71-12 - exactech nv cemented plus ext size 12**. Pc-17 - exactech stem centralizer 17mm. Other non-exactech device - acetabular shell. Other non-exactech device - acetabular liner. Other non-exactech device - screw. Other non-exactech device - screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: the following sections were corrected: [list only MDR section codes updated/corrected in alphabetical order]. [Mluc: remove all numbers] if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.